Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation due to potential contamination. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. It is possible if the product has been stored at a high temperature, this could have contributed to the reported issue as denoted in the IFU. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the silicone adhesion remains on the carrier film when the film is removed from the carrier film. No injury reported.